Manufacturer narrative:
The events of "red lumpy bumps" and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 15 days after injection with juvederm ultra xc in the nasolabial folds, the patient presented with "red lumpy bumps" and swelling at the right nasolabial fold. The patient was treated with hyaluronidase, topicort, clarinex, and benadryl. Symptoms have resolved.